Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan® wound irrigation solution, but this usually dissipates after a few minutes. Prontosan® wound irrigation solution can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In very rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2023 for prontosan solution were over 7.0 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
A severe allergic reaction after using prontosan on a male patient resulting in respiratory distress. The patient was treated with cortisone and antihistamines, then the symptoms slowly subsided and the patient recovered within an hour. The used ampule has been discarded and there is no additional information available reg batch no.